Event description:
Reporter indicated that the pt's voice has been hoarse since implant. Surgeon reportedly indicated to pt that their voice was not going to recover and that the only way their voice will recover is to remove the device. The pt does not want to explant the ncp system because the vns has helped their seizures. Pt was last seen by neurologist in 1/03 at which time device output current was increased from 0.5ma to 0.75ma. Neurologist plans to see pt again in three months. It is not known at this time whether the pt has seen an ear, nose, throat or been diagnosed with vocal cord paralysis. Physician reported that the pt's hoarseness is constant.